Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nbf7, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had five seizures in the recovery room after a sacral nerve stimulation (sns) advanced evaluation. The system was never turned on after the procedure. It was noted that the physician at one point thought that this was anesthesia related and that the patient was reacting to a high dose of zofran for nausea. At the time of the report, the patient was in the intensive care unit (ICU). There was no alleged product issue. About a week and a half later, it was indicated that the patient had recovered from the seizures and was doing well. The patient was still in the advanced evaluation process. A determination had not been made by the physician as to whether or not the patient would move forward with the implant. From a sns therapy stand point, the patient was feeling the stimulation in the appropriate area and their urinary symptoms were improving.